Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. One device was found to be affected by a damaged internal component. One device was found to be affected by a worn e-box. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was running in the wrong mode during a service evaluation at the manufacturer facility. There was no patient involvement; no patient impact.